Manufacturer narrative:
The user could not recall the details of the product such as the lot number nor could they recall the situation during placement but they thought that they used the incorrect tool to place based on the manufacturer's explanation of what could have happened.

Event description:
A customer sent back an implant with a perforation in the ground of the implant.